Manufacturer narrative:
The investigation determined discordant non-reactive vitros anti hcv results from a single patient sample when tested using a vitros anti hcv reagent lot 4190 on a vitros 5600 integrated system. The investigation concludes the most likely assignable cause of the event was a limitation of the vitros ahcv assay, where a very recent hcv infection would not be detected. The same sample was tested with a non-vitros pcr test and hcv rna was qualitatively detected, but the antigen level was below the limit of quantification. A non-vitros abbott ahcv method that detects both hcv igm and igg antibodies generated a reactive result. The vitros ahcv assay can only detect the presence of igg antibody to hcv in a sample. Therefore; if the non-vitros method was reactive based on hcv igm antibodies, without the presence of hcv igg antibodies, the vitros ahcv negative result would be a false negative result. Based on historical quality control results, a vitros anti-hcv reagent lot 4190 performance issue is not a likely contributor to the event. Additionally, precision testing of the vitros 5600 integrated system was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Sample handling and storage along with sample mix up also cannot be completely ruled out.

Event description:
The customer reported discordant non-reactive vitros anti hcv results from a single patient sample when tested using a vitros anti hcv reagent lot 4190 on a vitros 5600 integrated system. Patient sample result of 0.19 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed could lead to inappropriate physician action. The discordant non-reactive vitros anti-hcv result was not reported from the laboratory and ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).